Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -14.50/2.50/025 (sphere/cylinder/axis) was implanted into the patient's left eye (os). On (B)(6) 2022 the lens was implanted and removed intra-operatively due to lens being implanted upside down. No patient injury reported. A replacement lens of the same model and size but different power was later implanted and the problem was resolved. Cause reported as user error. "Lens implanted upside down and while removing the lens the haptic torn."